Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2006 the plaintiff was implanted with a monarc sling system "to treat" "stress urinary incontinence and other injuries". It was alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization", and has had injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.